Event description:
The customer observed a falsely elevated alinity c calcium results for multiple samples. The following example data was provided (customer provided reference range: 2.20 to 2.60 mmol/l): on (B)(6) 2025, sid (B)(6): initial result on (B)(6) initial result = 4.27 mmol/l, repeat on (B)(6) = 3.51 mmol/l, repeat on (B)(6) = 4.43 mmol/l, repeat on (B)(6) = 2.34 mmol/l. Additional laboratory data provided: potassium = 7.0, h index = 0.14, icteric index = 14.50, lipemia index = 0.26. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a review of tracking and trending, labeling review, and device history record review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A review of tracking and trending did not identify an increase in complaints for lot 25020un24 or list number 07p57. Device history record review did not identify any nonconformances or deviations with lot number 25020un24 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on our investigation, no systemic issue or deficiency with the alinity c calcium reagent lot 25020un24 was identified.

Event description:
The customer observed a falsely elevated alinity c calcium results for multiple samples. The following example data was provided (customer provided reference range: 2.20 to 2.60 mmol/l): on (B)(6)2025, sid (B)(6): initial result on (B)(6) initial result = 4.27 mmol/l, repeat on (B)(6) = 3.51 mmol/l, repeat on (B)(6) = 4.43 mmol/l, repeat on (B)(6) = 2.34 mmol/l. Additional laboratory data provided: potassium = 7.0, h index = 0.14, icteric index = 14.50, lipemia index = 0.26. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.